Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. A visual inspection revealed that the delivery device was returned inside the loading device. The seal was returned separate and was partially unraveled. The green slide lock and the white plunger were depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the seal did not load properly into the delivery tube; the reported failure is confirmed. As advised in the IFU, the user should ensure that the plunger should not get depressed during loading. Therefore, this failure could be attributed to user technique. A lot history record review was completed for the product. There was no nonconformance which could be attributed to the reported failure mode. A supplemental report will be submitted if add'l info is obtained. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal remained inside the loader. There were no pt effects. It is unk how the procedure was completed and why the product is not returning.